Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being files as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt presented to the clinic after receiving a pt notifier for out of range impedance. The lead exhibited normal values for all other measurements. Lead testing did not reproduce any out of range measurements or noise. The pt would be monitored.